Manufacturer narrative:
(B)(4). An authorized third party service engineer replaced the manifold assembly.

Event description:
It was reported that during patient use a ventilator generated an abnormal noise. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The manifold was returned. The service engineer evaluated it and could not verify the reported complaint. The manifold was placed into a test ventilator, allowed to run and it did not generate any abnormal sounds. The reported event was not duplicated.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.